Event description:
It was reported that the device was explanted after an implant duration of approximately 23.5 months. The reason for explant is unknown. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.